Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm when the insulin in the cartridge was low. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the high bg level. As the customer had changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.